Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported endocarditis could not be confirmed. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect9.4. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Staphylococci are inhabitants of the mucosa and/or skin, and can be found in sources in the environment. In this case, the operative report documents staphylococcus aureus. Although the root cause of this event cannot be confirmed without the sample device, it appears that this was likely the source of the patient's infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months due to endocarditis with complete dehiscence of the bioprosthetic mitral valve. Per the operative report, patient had done well after his mitral valve replacement until approximately 2 weeks prior to this procedure. He was found to have acute strokes which were demonstrated by mris with altered mental status. Tee revealed almost complete dehiscence of the mitral valve, which was unstable. There also appeared to be multiple vegetations and abscess. The device was explanted and replaced with a new edwards bioprosthetic valve. Of note, there was an area of perivalvular leak post-implant. The surgeon was unable to obtain good secure tissue in the area of the leak. It was decided to leave the perivalvular leak due to the patient's long cardiopulmonary bypass time and address the issue at a later time.